Event description:
Procedure type: left hemicolectomy. According to the reporter: a leak was found at the anastomosis six days post-operatively. The pt was re-operated in 2007 when it was observed that some staples were not properly formed over 1cm of the anastomosis. An epiploon necrosis after the enlarged divide adhesions was also found and resected in parts. The area was rinsed clean, a hartmann was set up. The pt was sent to intensive care and is under observation.